Manufacturer narrative:
Method: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info rec'd, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, vascular perforation is a known inherent risk of any electrode placement.

Event description:
Related manufacturer reference 3005188751-2014-00012, 3005188751-2014-00013. During an atrial fibrillation ablation procedure, a pericardial effusion occurred. Transseptal puncture was performed with a brk transseptal needle and a reflexion spiral hd catheter was placed in the left atrium. While ablation was being performed along the mitral isthmus with the therapy cool path duo ablation catheter, the patient became hypotensive. A pericardial effusion was confirmed via fluoroscopy and an echocardiogram. A pericardiocentesis was performed, which stabilized the patient. No further intervention was required and the patient remained stable. There were no performance issues with any sjm device.